Event description:
Reportable based on device analysis completed on 13jun2025. It was reported that the coil could not be pushed. The target lesion was located in the internal iliac artery. A 20mm x 40cm interlock-35 coil was advanced through 5f non-boston scientific single-curve catheter. However, the coil could not be pushed out from the catheter. Another 20x40 controllable coil was used and completed the procedure there was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed the arm coil was detached.

Manufacturer narrative:
Device evaluation by manufacturer: visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned for analysis. The main coil was bent and stretched at the coil arm and primary coil section. Moreover the arm coil was detached. Dimensional inspection was performed, and the main coil's primary outer diameter (od) and coil arm od passed the specification test.